Event description:
The customer reported getting a no delivery alarm and the insulin pump was stuck in the prime loop. The blood glucose reading was 180mg/dl. Advised the customer that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. Further testing could not be performed due to the prime anomaly.